Manufacturer narrative:
Corrected information was provided in h.11. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported after intraocular lens (iol) implant procedure, the surgeon noticed original lens marked by company injector. He stated the procedure was completed on the same day, with no patient harm. Additional information received and stated that scratch was observed on the lens after implantation, surgeon also stated that they had an experienced tech who loaded the lens and hence suspected the cartridge or injector,

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.